Event description:
Customer alleges the lift is not holding when she is in the sling, there is a slow decline, and the pump continuously used to keep her up. Customer also alleged grease leak. No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model rhl450-1, serial number/date code (B)(4) is approximately 6 months old. The owner's manual part number (B)(4) rev j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the lift is not holing her weight. When she is in the sling, she will allegedly start to slowly descend and the pump needs to be continuously pumped to keep her lifted up. The pump shaft allegedly has a black grease and also where the shut off valve is. The dealer has been to the consumer's home and replaced the pump. No injury.